Event description:
It was reported that the customer was hospitalized due to unexplained low blood glucose. Caller stated that the customer's blood glucose reading at the time of hospitalization was low. Caller stated that the customer was changing her infusion set and accidentally delivered 100 units of insulin into her body. Caller stated that the sensor electrode was bent when the sensor was removed from customer's body. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test and sensor failed per specifications due to low readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.